Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the main bearing was found to be leaking grease. There was no pt involvement.

Manufacturer narrative:
This is related to medwatch 1828100-2013-00206. Evaluation is in progress, but not yet concluded.